Event description:
The customer reported beckman coulter, inc. (Bci) to report that their unicel dxc synchron clinical system gave erroneously elevated chloride (cl) results for ten pt samples. The erroneous results were not reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury.

Manufacturer narrative:
The customer performed troubleshooting of the system while on the telephone with bci customer service. As of (B)(4) 2010, there were no further reports of this issue from this customer. A clear root cause has not been determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.